Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part #03.503.512, synthes lot# u114794. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 12-jan-2010, 26-jan-2010, 09-feb-2010, 04-mar-2010, 18-mar-2010, 02-apr-2014 supplier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported the drill bit with stop was received broken. No patient or surgical involvement. This report is for one (1) drill bit with stop. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The visual inspection of the returned drill bit has shown that approximately 9 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally there are a lot of wear marks and scratches at the whole instrument visible. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. These parts were manufactured at a supplier. The incoming inspection after the manufacturing of the products has shown no deviations or non-conformances. The parts were measured and the review of the DHR review has shown that the correct material was used. Measurement outer diameter ø1.5: result: ø1.5 "pass" DHR review, no findings chu evaluation, no findings. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.